Event description:
My dexcom g7 reported a glucose reading of over 100 mg/ dl while my finger stick monitor gave a reading of 60 mg/ dl. I only checked because was symptomatic. Last night my g7 alerted me of a blood glucose of 60 mg/dl while a fingerstick said I was at 110 mg/ dl and I was totally unsymptomatic. So, the miss readings seem to be going both ways. I've been using the g7 for well over a year and the readings have been rock solid. I wonder if two new medications that were recently added could be interfering with the glucose readings. These medications are hydralazine 25 mg for blood pressure and cefdinir 300 mg for a sinus infection. I have contacted dexcom but technical support was unaware of any interaction and had no suggestions. The two reading described above were with the same sensor, but I have had other misreadings with at least one other sensor since adding these two medications. The timing is better for the cefdinir which was started last thursday. The hydralazine was started over two weeks ago and there were no issues for over a week. There has also been a problem with pairing new dexcom sensors in the last week. Dexcom has agreed to replace three sensors which couldn't pair. I do not know if the two issues are related. Reference report: mw5167929.